Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: additional device product code: hrs. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Information reported on user facility report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number 0501490000-2022-8005, a copy is attached. The only information contained in this report is correction or additional information. This report is for one (1) 2.4mm va locking screw stardrive 24mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: manufacturing location: monument. Manufacturing date: 28 october 2021. Part: 02.210.124, 2.4mm va locking screw stardrive 24mm. Lot: 472p148 (non-sterile). Two pieces were scrapped at flow inspect/pack, for an unacceptable surface finish-dings/ production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, incoming inspection met all inspection acceptance criteria apart from the two pieces noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part: 02.211.124.999, 2.8mm screw blank 24mm w/sd8 02.4 var angle w/es362sec ss lot: 398p910 production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. Part: 11221, 316ltcri2.78. Lot: 215p018. Inspection instruction met all inspection acceptance criteria. Certificate supplied by zapp precision wire was reviewed and determined to be conforming. Lot summery report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.